Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder infection and urinary tract infection. She had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included body mass index normal and hypothyroidism. Concomitant products included dyazide (triamterene and hydrochlorthiazide), gabapentin and levothyroxine. In december 2009, the patient had essure inserted. In 2012, the patient experienced depression ("depression"), bipolar disorder ("bipolar disorder") and anxiety ("anxiety"). In 2013, the patient experienced fatigue ("fatigue"), weight increased ("weight fluctuations, gained approximately 120 poundes"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("severe migraines"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). In 2014, the patient experienced abdominal distension ("swollen, bloated abdomen / bloating"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), gastrooesophageal reflux disease ("acid reflux"), visual impairment ("vision problems") and eye disorder ("eye problems"). In 2017, the patient experienced oedema ("pitting edema"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain (lower)") and pelvic pain ("pain"). The patient was treated with surgery (in or around 2013, a dilation and curettage/ (B)(6) 2012 underwent ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight increased, dyspareunia, migraine, cystitis, urinary tract infection, female sexual dysfunction, bipolar disorder, anxiety, bladder disorder, urinary tract disorder, headache, tooth disorder, pelvic pain, gastrooesophageal reflux disease, visual impairment, eye disorder, abdominal distension and oedema outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bipolar disorder, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, migraine, oedema, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - events- "infection (bladder/ urinary tract/vaginal) type: bladder, urinary tract infection, apareunia (inability to have sexual intercourse), bipolar disorder, anxiety, bladder problems, urinary problems or changes, headaches, dental problems, pain, acid reflux, eye problems ,vision problems, swollen, bloated abdomen / bloating, pitting edema added. Reporter, concomittant drug, historical condition added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, urinary tract infection, pyelectasia and vaginal delivery. She had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included body mass index normal, hypothyroidism, ovarian cyst, hypothyroidism, dizziness, overdose, cholecystitis, urination difficulty and chest pain. Concomitant products included gabapentin, hydrochlorothiazide;triamterene (triamterene and hydrochlorothiazide) and levothyroxine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression"), bipolar disorder ("bipolar disorder") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("severe migraines") and urinary tract infection ("urinary tract infection / infection: infrequent but pre-existing utis") and was found to have weight increased ("weight fluctuations, gained approximately 120 pounds / weight gain / loss (specify which one) gain"). In 2013, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). In (B)(6) 2014, the patient experienced abdominal distension ("swollen, bloated abdomen / bloating"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and gastrooesophageal reflux disease ("acid reflux"). In 2016, the patient experienced visual impairment ("vision problems") and eye disorder ("eye problems"). In (B)(6) 2017, the patient experienced oedema ("pitting edema"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain (lower)"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with ranitidine hydrochloride (zantac) and surgery (in or around 2013, a dilation and curettage/ (B)(6) 2012 underwent ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight increased, dyspareunia, migraine, cystitis, urinary tract infection, female sexual dysfunction, bipolar disorder, anxiety, bladder disorder, urinary tract disorder, headache, tooth disorder, pelvic pain, gastrooesophageal reflux disease, visual impairment, eye disorder, abdominal distension, oedema, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bipolar disorder, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, oedema, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. On (B)(6) 2012, findings revealed the right ovary had a 3 x 4 cm complex cyst with blood filled areas as well as clear fluids, suspicious for corpus hemorrhagic cyst. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided most recent follow-up information incorporated above includes: on 19-dec-2019: pfs was received. New events abnormal bleeding (vaginal, menorrhagia) were added. Date of insertion updated. Event onset dates were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided most recent follow-up information incorporated above includes: on 26-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding). A dilation and curettage was performed in order to help ease her heavy bleeding. The event is anticipated according to the reference safety information for essure. Genital bleeding may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight increased ("weight fluctuations, gained approximately 120 pounds"), dyspareunia ("pain during intercourse") and migraine ("severe migraines"). The patient was treated with surgery (in or around 2013, a dilation and curettage was performed in order to help ease her heavy bleeding). At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight increased, dyspareunia and migraine outcome was unknown. The reporter considered genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight increased, dyspareunia and migraine to be related to essure. The reporter commented: she had no history of migraines prior to undergoing the implantation of essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding). A dilation and curettage was performed in order to help ease her heavy bleeding. The event is anticipated according to the reference safety information for essure. Genital bleeding may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.